Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, at anastomasis distal esophagus with remained stomach, the surgeon could not assemble device to the integrated trocar. With lots of trials to assemble circular stapler and device for 90 minutes, the surgeon could not assemble it. The distal part of device was bent outward and the device could not grasp integrated trocar firmly. After the surgeon attached device to circular stapler, and twist black knob for approximation, the device detached again and again. So the surgeon changed the device to a manual and powered stapler to finish the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be not tilted and separated from the instrument. However, one of the retainer legs of the anvil was observed to be bent. Functionally, a pmv representative anvil was used for firing due to the observed retainer leg damage of the clinical anvil. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of a bent anvil retainer leg that has no relationship to the reported condition of the anvil being difficult to attach. If information is provided in the future, a supplemental report will be issued.